Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports message "vpmr 1509.8, pump must be repaired" alarm on several of their brand new 8100's. One example is sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: customer states bd had a team on site about one month ago checking-in and doing the initial preventative maintenance on around 300 pumps. Once complete, they sat on the racks awaiting distribution. Most still remain on racks. Customers pumps in use are due for preventative maintenance now, so the customer doing the preventative maintenance again on units that were just checked-in. During pm the customer is seeing multiple 8100's failing the rate accuracy test. When calibrating the 8100's they display the message "vpmr 1509.8. Pump must be repaired" message. Customer is asking why are they receiving "pump must be repaired" messages on equipment they just purchased and was checked in with no reported issues. Walked customer through exporting event logs. Customer is awaiting further direction. Ref: (B)(4).